Event description:
It was reported that the pt's neurostimulator could not be interrogated after about 1 yr. The pt's settings were unk, but were reported as at the "higher end of normal." The device was replaced. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.